Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. A DHR (device history record) review was performed for the lot number implicated in this complaint and no manufacturing issue was found related to the reported event. The device met all required specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable will be assigned to this complaint. Should any information become available in the future that could impact the current assessment decision, or if the device is returned, the complaint will be reopened and updated accordingly.

Event description:
It was reported that during the procedure for a pta the balloon catheter (subject device) was inflated, but pressure of the indeflator was gradually decreased. When removed from patient and inflated outside the body, it was found to be leaking contrast at the proximal portion of balloon. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.